Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 4.00 x 16mm synergy stent was advanced for treatment. However, the stent strut was lifted while crossing. The procedure was completed with a different device. No patient complications were reported.